Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for unknown reasons. Update rec¿d 03/22/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, inflammation, elevated ions. Adding a femoral stem to the complaint. Updating the MDR decision. Update 14 jul 2017: medical records received. In addition to what was previously alleged, pfs alleges trouble sleeping, high anxiety, click & movement in hip area, excessive thirst, terrible sweating, metal taste in mouth, fatigue, gastrointestinal problems, and possible thyroid difficulties. After review of medical records for MDR reportability, it was reported that the patient was revised to address adverse reaction to metal. Revision notes reported turbid dishwasher-type of fluid typical for a metal-on-metal reaction, necrotic inner layer of capsule secondary to adverse reaction to metal, osteolytic debris around the femoral head and rim of the socket, socket uncoverage as the cup was a little horizontal and generously anteverted, bone loss, corrosion material at the trunnion. The cup was retained to preserve bone stock. Clinic notes report swelling of right hip, discomfort, clicking and radiology reports femoral stem lucency, small fluid around the hip, and mild to moderate muscle atrophy. Laboratory results for cobalt/chromium were above 7ng/ml. Updated product information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI:(B)(4).

Event description:
Ppf alleges metal wear and metallosis.